Event description:
New information received on july 9, 2018, indicates that the patient was admitted to the hospital for increased dyspnea. During the hospital stay, a device check was performed which showed noise on the atrial lead that caused inappropriate mode switches. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped for oversensing. No further information was received.